Manufacturer narrative:
Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the device was in good conditions with no visual damage. There were no twists, bends, or kinks observed on the working length. Functional inspection was performed by introducing the device into the scope using short and deliberate movements and the initial orientation of the device was correctly oriented. The reported event of incorrect cutting wire orientation was not confirmed. Upon analysis, it was determined that the device did not present any visual damage and it was correctly oriented. Returned device review includes visual and functional evaluations that showed no evidence of the reported issue or any defect that could have contributed to the reported event. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is no problem detected' since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the biliary during an endoscopic biliary sphincterotomy procedure performed on (B)(6) 2021. During the procedure, it was noticed that, both the direction of the catheter tip and the cutting wire of the autotome rx 44 were incorrect when it exited the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the biliary during an endoscopic biliary sphincterotomy procedure performed on (B)(6) 2021. During the procedure, it was noticed that, both the direction of the catheter tip and the cutting wire of the autotome rx 44 were incorrect when it exited the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.